Manufacturer narrative:
(B)(4). D6a: exact implantation is unknown however is reported to have occurred in 2018. D10: medical product: nexgen left size f cemented option femoral component: catalog# 00599401691, lot# 63712899; nexgen stemmed tibial component size 6: catalog# 00598004702, lot# 63980926; nexgen tibial block precoat size 6 10 mm thickness: catalog# 00598800627, lot# 62997600; nexgen distal femoral augment block size f 5mm: catalog# 00599003610, lot# 62999364, qty# 2; nexgen posterior femoral augment block size f 10 mm: catalog# 00599003602, lot# 62008144; nexgen stem extension offset 15 mm x 100 mm length: catalog# 00598802015, lot# 63917645; nexgen stem extension straight 18 mm x 100 mm length: catalog# 00598801018, lot# 63512235; nexgen lcck articular surface size green/e,f 17mm height: catalog# 00599404017, lot# 61984529; palacos r+g 2 x 40: catalog# 66017747, lot# 88094672, qty#2 g2: foreign: germany. Customer has indicated that the device will not be returned for further evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a total knee arthroplasty. Approximately eight (8) years post-implantation, the patient began to exhibit symptoms related to loosening and dislocation of the femoral and tibial components. Subsequently, the patient underwent revision surgery to replace the affected components without reported complication.